Event description:
The customer reported a defib 1000 error message that could not be cleared. Philips recommended a replacement control pca.

Manufacturer narrative:
(B)(4). The customer reported a defib 1000 error message that could not be cleared. Philips recommended a replacement control pca. The customer subsequently reported that they evaluated the device and confirmed that the control pca had malfunctioned. The customer stated that the problem was resolved.